Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The sales representative reported to olympus, the hd autoclavable camera head had an e226/e228 scope communication error. The image did not appear. There were no reports of patient harm. This report is related to 1 other. Please see report with patient identifier: (B)(6).

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.